Manufacturer narrative:
The investigation for the reported difficult introducer insertion has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issues was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient of unknown race/ethnicity in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. The physician was unable to cross the device into the patient during an emergent case, and the insertion was aborted. There was no patient harm reported.